Event description:
Reporter indicated that the vns pt began experiencing painful stimulation, an increase in seizures, and was not sensing normal device stimulation. Systems and normal mode diagnostic tests were within normal limits. X-rays were reviewed by the manufacturer and it was observed that the electrodes were placed lower than what is typically seen. No additional abnormalities were observed. The patient had lead revision surgery, where a new lead was implanted and the events have since subsided. Portions of the lead were returned for product analysis. No potential contributing factors of the events were found to exist in the portion of the explanted lead that was analyzed. The cause for the events is unknown.

Manufacturer narrative:
X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.